Event description:
It was reported that a single action pump system was about to be used in a procedure. Reportedly, prior to procedure it was noted that a small contaminant was found inside. The device was not used in the patient, and the procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a1802 captures the reportable event of foreign matter.

Manufacturer narrative:
Block b3: date of event was approximated to 08/01/2025 based on the date the manufacturer became aware of the event. Block h6: device code a1802 captures the reportable event of foreign matter. Block h11: investigation results: the returned irrigation was analyzed, and a visual evaluation noted the device returned on its opened pouch and seals appears in good conditions. Microscopic examination was performed and it was noticed a foreign matter inside the pouch. With all the available information boston scientific conclude that the reported complaint was confirmed. Based on the analysis results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Additionally, a risk review found the issue reported as expected and detailed in the risk documentation. Therefore, an investigation conclusion code of manufacturing deficiency as the reported event was traced to the manufacturing process.

Event description:
It was reported that a single action pump system was about to be used in a procedure. Reportedly, prior to procedure it was noted that a small contaminant was found inside. The device was not used in the patient, and the procedure was completed with another of the same device with no patient complications.